Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for analysis. Despite multiple attempts, the concerned hospital was not able to determine the affected product, its lot number, size nor the event date. Therefore, no technical investigation could be performed. All products are manufactured according to validated designs and processes. Every lot gets tested and re-leased by predefined specifications at the in-process and final inspections. Therefore, no manufacturing related root cause is assumed.

Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro drug-eluting stent system was selected for treatment. While removing the security cap the stent came off the balloon outside patient before use. The event occurred beginning of december. Model and lot number is neither available nor can be obtained.